Event description:
Rptr writes, "I called a short time back and spoke with a person regarding the magnetic shoulder brace, (inparticular). I have a cardiac pacemaker implanted and during periodic checks by my cardiologist, a magnet is used in testing. I'm concerned for the safety of devices to be worn directly over the area on ones body where pacemakers are usually implanted. I believe this is a form of quackery, a dangerous kind."